Manufacturer narrative:
D10 concomitant product: sigadaptshort - sig power sigadaptshort lin short adapt, serial# unknown sigphandle - sig power sigphandle handle, serial# unknown sigpshell - sig power sigpshell control shell, lot# unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired and the interlock was engaged. It showed the jaw of the reload was open. The distal suture on the cartridge side and the proximal sutures were cut properly. The suture at the distal end on the anvil side was returned intact. The buttress was torn and dislodged from the distal end on the anvil side. Some staple pushers were pushed back to the cartridge. Functionally, the clamping mechanism was deformed. The interlock was overridden and the reload was applied to test media. Test media was transected but the suture at the distal end on the anvil side remained intact. The component for suture release was not pushed forward enough even after the reload was fully fired. The reload interlock was tested and found to function properly. It was reported that the reinforcement material slid off the device prior to firing. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy, in pulmonary parenchyma resection, upon firing, the dorsal side of the reinforcement sheet was detached without being attached to the stent. Nothing was done in particular. There were no patient injury. Medtronic's evaluation of the device found that all the reload pushers were fired, however, the sled was not fully advanced.